Event description:
Ad for choice a1c test said that a !% reduction in a1c lowers the risk of eye, kidney, and nerve damage by 37%. Rptr believes it should say a one percentage point reduction would have this impact. The ad copy is erroneous.